Manufacturer narrative:
Additional information: the results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicating that a revision procedure was performed. The proximal portion of the right ventricular (rv) lead was explanted and replaced due to insulation damage. The distal portion of the rv lead was capped and replaced to resolve the event.

Manufacturer narrative:
The reported events of insulation damage and noise resulting in oversensing were not confirmed. As received, a partial lead was returned in two pieces. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Furthermore, visual and x-ray inspections of the lead revealed no anomalies with the exception of procedural related damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.